Manufacturer narrative:
The complainant was unable to provide this suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.

Event description:
It was reported to boston scientific corporation on february 27, 2009 that a microvasive rx locking device & biopsy cap system was used during endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician advanced a device down the channel of the scope. The foam from the cap of the rx locking device became loose and was forced down the channel of the scope. No additional information was provided regarding procedure outcome.